Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level over 420 mg/dl. Customer blood glucose reading in the morning was 147 mg/dl, after 15 minutes, the blood glucose reading increased to 420 mg/dl. Customer cannula was bent. Troubleshooting was not performed for high blood glucose reading. Customer also reported sensor had inaccurate readings that triggered threshold suspend alarm. Troubleshoot was performed for threshold suspend. The customer¿s blood glucose was 147 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor will not return for analysis.

Manufacturer narrative:
We inspected one random opened and used sensor. We performed continuity resistance test and sensor failed per specifications. Also, we found a bent cannula. We were unable to confirm customer received sensor in said condition due to customer returned opened and used.